Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that none of the patient¿s fall affected the system. It was also reported that the increase in freezing is not related to the patient¿s device or therapy, and the patient is being treated for it. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that since the patients implant the tremors have gone away, however the freezing has not improved and seems a bit worse. The patient reported that they had several minor falls which may have contributed to the issue. The patient reported that the increase in freezing has was noticed a few months ago. The patient was scheduled to see their healthcare provider a week later to discuss medication and programming adjustments.